Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6958716, 510k # k042789 and upi: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical fixation at c3-c6 due to cervical spondylotic myelopathy. Intra-op, when the surgeon tried to tighten the set screw of the screw at right side of c6, the screw was cut out to the lateral side; due to which, the set screw deviated into the muscles. The set screw was found and retrieved. Hence, on the right side of c6, screw placement was given up and screw fixing was performed. No patient complications were reported as a result of this event. The surgeon commented that this was a technical error.